Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation, brown particles in the shell. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reports right side ¿pain¿, ¿keloids in breast¿, ¿still in pain¿, breast is "swollen¿, ¿looks like my chest is going to explode¿, ¿nodule was diagnosed¿, ¿lump¿, ¿serious pain¿, and ¿a pouch above the scar¿. Additionally, healthcare professional reported, via imaging exams, "simple cysts in the breasts and areas suggestive of focal fibrocystic change in both breasts", and "calcifications". The patient added that the implant ¿was replaced with another brand of prosthesis and I do not feel any pain¿. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Additional data: b.5., b.6., d.7., g.1., g.5., h.4., h.6.

Event description:
Additionally, healthcare professional reported, via imaging exams, "simple cysts in the breasts and areas suggestive of focal fibrocystic change in both breasts", and "calcifications". The patient added that the implant ¿was replaced with another brand of prosthesis and I do not feel any pain¿.

Manufacturer narrative:
The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports right side ¿pain¿, ¿keloids in breast¿, ¿still in pain¿, breast is "swollen¿, ¿looks like my chest is going to explode¿, ¿nodule was diagnosed¿, ¿lump¿, ¿serious pain¿, and ¿a pouch above the scar¿. The device has been explanted.